Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of ketamine after clinician hung a new IV bag. The ketamine should have lasted 6 hours, but it was found almost empty after 45 minutes. The nurse opened the alaris pump door and stated the ¿flappy thing¿ (platen) was loose on the affected device. This was reported to bd associate during the site visit. There was patient involvement however no harm to the patient. Although requested no further information was known.